Event description:
It was reported that during an attempted implant, the physician was unable to pass the right ventricular (rv) lead through the patient's tortuous superior vena cava (svc) after multiple attempts. The rv lead was removed and examined, in which it was determined that the helix would not deploy. Multiple attempts were made to clean the distal tip with saline flush and a small needle, however, the helix would still not deploy. The physician elected to attempt a new rv lead, however, this lead was unable to be passed through the svc either after multiple attempts. The second rv lead was removed and examined, which revealed questionable coil separation. The physician elected to use a new rv lead to implant successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with a bent helix.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 507652 lead implanted: 2014 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.